Manufacturer narrative:
B4: 05-may-2021. D4: 29-feb-2016. D8: no. G1: mr. (B)(6). G3: 05-may-2021. G6: follow-up #1. H2: additional information, device evaluation. H3: yes. H6: health effect - impact code: 4627. Medical device problem code: 2682. Type of investigation: 10. Investigation findings: investigation conclusions: 4315, 22. H10: the radiographic images suggest indicated that the device may have been oversized for this patient. No immediate post-operative images were available to comment on positioning. Evidence of radiolucency was present in the images. The endplates were separated, and the sheath and core were present, along with the bulk of the fiber attached to both the endplates. It was noted that tissue samples were taken for histopathologic analysis, but lab results were not provided. While osteolysis was suggested, the cause of this event was unclear. The fiber construct experienced mechanical damage. It is not clear if infection was present and may have contributed to the removal of this device.

Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. This device was implanted at the level below two fusions. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery.

Event description:
It was reported a patient with one m6-c implanted below two fused levels was revised.